Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, a piece of the active blade became disengaged and fell into the pt cavity. The surgeon stated that he was attempting to use the device jaws to retrieve a needle in use during the procedure and unintentionally activated the device. This activation resulted in the waveguide becoming disengaged. The disengaged piece was retrieved. There was no pt injury reported.